Event description:
Info was received that reported a pt was hospitalized in 2009 due to an incident of diabetic ketoacidosis. The reporter stated that a day prior, she did a site and set change just before bed. The next morning, she awoke and her blood glucose was >600 mg/dl. She was transported to the hospital and admitted with a diagnosis of dka. Upon removal of the subcutaneous infusion set, they discovered the cannula was not in the skin instead it was laid across the top of the skin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for evaluation.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the evaluation.